Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-jul-20. It was reported that the hcp questioned the patient further on the patient's activities on (B)(6) 2017. Per the hcp, the patient did say she had fallen on a rock in the lake. The patient's pump reservoir was in her right buttock and the patient believed she struck it when she fell. The patient was successfully programmed to give 0.6 mg dilaudid per day. The patient was doing better as of the morning of (B)(6) 2017. As the hcp's team discussed the situation there was some concern that the pump could be compromised, ie, that it could leak solution if the trauma caused damage to the pump. The implanting physician was not concerned about this potential and was to be filling the pump himself on (B)(6)2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving fentanyl (3000 mcg/ml at 1222 mcg/day) and dilaudid (1.6 mg/ml at .6250 mg/day via an implanted pump. The indication for pump use was post lumbar laminectomy syndrome and non-malignant pain. On (B)(6) 2017 it was reported that pump logs revealed reset occurred and the pump went into safe state on (B)(6) 2017. The patient did not hear a pump alarm. The alarm was confirmed by telemetry. The patient had symptoms of weakness and ¿looked horrible¿. There were no other events in the logs before or after. The reservoir volume, dose per day, and low reservoir alarm volume were blank. The patient was not due for a pump refill until thursday and had been scheduled to come in that day. During the report, the hcp set the reservoir volume at 3 ml and set the low reservoir alarm volume to 2 ml and the pump was successfully programmed to minimum rate mode. The pump critical alarm was set to 10 minutes. When the hcp looked at the eri (elective replacement indicator), it had actually reverted back to 81 months as a result of the reset. This was different from previous print off when they saw the patient last on (B)(6) 2017. The reporter did not know if the patient had been in any unique or different environments on (B)(6) 2017 when the reset occurred, but was planning to ask. Additional information was received later the same day and it was reported that the patient had fallen hard on some rocks on their pump which could have been the cause of the reset. No further patient complications have been reported as a result of this event.